Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue in an integrated circuit. Offsite analysis confirmed the device por and serious device memory failure. The battery was depleted due to a high current drain condition within the hybrid. Further analysis led to the cause being the tel-m radio rfm. The rfm power supplies were noted to cycle on and off rather than maintaining a constant value. Also, there were two rfm interconnect failures with pins xa11_pi3 and xa12_pi4. However, when the rf module was removed from the hybrid with heat and placed into sbb, the tel-c failure was no longer observed. Attempts to reestablish the failure mode were unsuccessful. The failure mechanism within the rf module was not determined. Performance data collected from the device was also received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement and that wireless telemetry was unable to be established.

Event description:
It was reported that approximately one week following implant, the cardiac resynchronization therapy defibrillator (crt-d) exhibited a rapid drop in battery voltage and wireless telemetry was no longer available. It was noted the battery voltage was low, however, the remaining estimated longevity indicated there were several years remaining on the battery. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.